Manufacturer narrative:
Concomitant medical products: 4598 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a "shock" may have been felt and then "pain ran down (the) arm." The patient sent a successful remote transmission and requested the results; the patient was encourage to talk with the physician. Follow-up with the physician's office was attempted, but no information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.